Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced symptoms of vomiting, diarrhea, and general body pain. The patient was hospitalized with a blood glucose result of 400 mg/dl. She was treated with unknown fluids via IV. The patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.